Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the patient accidentally connected their day pump during the night. The day pump is programmed higher than the night dose, so the patient received an over delivery of medication. No injury was reported.

Event description:
Additional information was received indicating the patient received a continuous dose at night which was "1.1 lower." The patient received too much medication as a result.